Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were swelling and tenderness at the pocket site. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg was only explanted. The physician believed that the infection was not device related instead it was procedure related.